Event description:
Information was received from a healthcare provider regarding a patient who was receiving compounded baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient came in for a refill on (B)(6) 2025, during the refill, the healthcare provider (hcp) pulled back 40ml of medication instead of the 1.63ml expected. The hcp referred the patient to a physician. The hcp wanted to know why the pump did not alarm. The tech services reviewed volume discrepancy and pump mechanism with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the healthcare provider (hcp) stated that after the original volume discrepancy they tried to do a dye study but they weren't able to pull anything back. The hcp stated that the catheter needs to be replaced but at this time the patient did not want surgery. Saline was put into the pump today and they planned to run it at minimum rate until they decide if patient will undergo surgery to replace the catheter.